Event description:
It was reported that during a total hip arthroplasty, the center screw fractured out of the trial liner. It is possible intervention was required to retrieve fractured piece from patient.

Manufacturer narrative:
Corrective and preventive actions are in process. Review of device history records show that lot released with no recorded anomaly or deviation.